Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one photo was returned for evaluation. From the photo, it was observed that only the catheter attached with the adaptor was used. Sample evaluation: the sample was decontaminated by vendor. Only the catheter attached with the adaptor was returned for evaluation. A device history record could not be evaluated as the lot number is unknown. Investigation was not able to confirm what customer had experienced as no abnormality was observed on the sample and sample had passed the catheter leak test. Conclusion: based on the quality team's investigation, the root cause cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that during use there was leakage at the connection site with a bd insyte¿ vialon¿-e 24ga x 0.75in. The following information was provided by the initial reporter, translated from japanese to english: (2 of 2) when giving premedication, infusion leaked from the connection.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use there was leakage at the connection site with a bd insyte¿ vialon¿-e 24ga x 0.75 in. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2). When giving premedication, infusion leaked from the connection.